Event description:
It was reported via the stryker facebook page, "it's amazing you didn't have any problems my doctor made my leg longer than the other and I fall constantly since my surgery I've fallen off a balcony and broke my neck and I've broke my leg twice 6 months apart" additional comment reported through the stryker facebook page, I had a hip replacement at 59 I would never do it again.

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy and periprosthetic fracture involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient experienced limb length discrepancy and broken leg post-implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.